Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that were connection issues with an unspecified quantity of one-link needle-free IV connectors. The customer reported, ¿the onelink does not mate with the cvp line (central venous pressure) that they use, and the line would not measure accurately¿. As a result, a interlink t-connector was added to connect the one-link to the cvp line. The t-connector did allow the staff to accurately read cvp pressures, but would not stay securely connected to the one-link connector, stating it easily pops off (disconnects). The customer reported, there have been disconnections which result in leaks of heparinized saline. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3 and h6. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.